Manufacturer narrative:
It was reported by the customer contact that "patient suffered a ruptured bicep tendon on arm bp was taken". No addiitonal information is available. A sample was requested to be returned for evaluation, it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Patient suffered a ruptured bicep tendon on arm bp was taken".